Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two months post implant that it was observed on x-ray that the right ventricular (rv) lead had dislodged. There was also an alert that trigger due to high thresholds. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event